Event description:
The customer reported that while the unit was in use on a patient, the unit displayed a "system failure" and shutdown. He recycled the power and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The customer's biomed reported that "fault code #55" (monitor keypad fault) alarm and "system failure" message were recorded in the fault journal. The company representative confirmed the "fault code #55" and the "system failure" message in the fault journal. The unit was tested to factory specification. It functioned normally and was returned to the customer.